Event description:
Reporter alleged blood glucose measured 482 mg/dl at 12:20 pm back to back with a result of 220 mg/dl taken at 12:22 pm. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.